Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental MDR will be sent.

Event description:
Report received from the USA stating that the "motor would not pass the burr check" during knee surgery. No injury or medical intervention occurred. There was no additional info provided.